Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The peritonitis was not confirmed. The root cause for this condition is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required

Event description:
This is a case report received by a baxter clinical nurse on (B)(6) 2012 from baxter (B)(4). It was reported that a pediatric patient experienced peritonitis two weeks ago (exact date unknown). The treatment reporedtly given to the patient included two weeks of intraperitoneal (ip) antibiotics (unknown). No additional information is available at this time.